Manufacturer narrative:
Initial and final (B)(4) - device 4 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set fell off event on (B)(6) 2025 during use. The infusion set was used for one day. No further information available.